Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke at 14.5mm from the distal end. Both the probe near the broken point and the grasping section had contact marks with each other. The shape of the fracture surface showed that the cracks developed from the contact marks as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. In addition, the ptfe pad was worn. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe with cracks was broken by physical stress applied on it, when the user cleaned the device. The cracks were developed from the contact marks on the probe by output during the procedure. The contact marks were made since the ptfe pad was worn, which caused contacting between the probe and the non-insulated area of grasping section. The ptfe pad was worn due to activating output of the device by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the subject device already warns; the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.q., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the ptfe pad. In turn, the probe may break before displaying an error window or generating an alarm tone; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that, during a total laparoscopic hysterectomy, the subject device was used. When the user cleaned the device outside of the patient, the probe of it broke off. During the procedure with the device, probe damage error did not occur. The procedure was completed with a different device. There was no patient injury reported.